Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The greater than 70% stenosed lesion being treated was located in the calcified, non-tortuous circumflex (cx) artery. The lesion was predilated with a non-bsc balloon. The physician attempted to place the 2.75x32 mm taxus express2 drug eluting stent, but was unable to pass the bend. When the physician started removing the stent delivery system (sds), the stent became stuck on the sheath and dislodged from the balloon inside the guide catheter. The guide catheter and sds were removed together and the stent came back with it. The procedure was completed with another taxus stent. No additional patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis for the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.